Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the tracheostomy tube split at the flange after an unknown amount of time in use. Emergent tracheostomy tube exchange was required. No incident related medical sequela reported.